Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that etco2 was not working. There is no indication a patient was involved at the time the issue was observed.